Manufacturer narrative:
4110 - device work order search: five similar complaint type events reported for units within the same lot. Claim#: (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticm5_13.2; -8.50/3.00/95 (sphere/cylinder/axis) implantable collamer lens into the patient's right eye (od) on (B)(6)2022. While implanting the lens; the lens had became torn due to a cartridge issue. It was noted "lens was caught between the ftp and the inner wall of the cartridge and damage; the lens flowing backwards or behaving erratically". Additionally the lens was inverted when injected. There was no patient injury. The lens remains implanted. The problem is not resolved. The reporter indicated the patient will be monitored. The cause of the event was reported as the device and additionally it was noted "lens ejects sideways; part of the lens gets caught in the plunger and the lens does not come out smoothly".

Manufacturer narrative:
H6 - type of investigation 3331 - device history record (DHR) review: based on the results of the investigation, all released devices from the associated work order(s), including the suspected device, have been manufactured within established process parameters and there is no indication that the manufacturing and processing of the device contributed to the complaint issue. Claim#: (B)(4).